Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the emergency after multiple inappropriate shocks. Upon review, it was discovered that the right ventricular (rv) lead was oversensing causing inappropriate shocks and the lead had pulled back into a rested position near the right atrium and had begun sensing both p and r waves. The patient was extremely unstable when the dislodgement was discovered and went into an episode of atrial fibrillation. Further information was requested however, was not provided. The rv lead was explanted and replaced. The patient reached a stable state after the explant procedure.

Event description:
New information noted that the atrial fibrillation was reseolved by cardioversion.